Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.5 diopter into the patient's left (os) eye on (B)(6) 2021. On (B)(6) 2022 the lens was explanted due to low vault, lens rotation, pain, and glaucoma. The problem is resolved.